Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
User facility medwatch # (B)(4). It was reported that balloon deflation issue occurred. The target lesion was located in the right atrium. A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation and inflated 7 times to 14 atmospheres for a duration of; 8, 5, 8, 8, 5, 5, and 5 seconds. Upon completing the procedure, the physician could only partially deflate the balloon catheter. The physician was able to re-sheath the balloon catheter while inside the right atrium and the device was successfully removed after approximately 8 minutes from the patient without any harm. No patient complications were reported.